Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02954, 2134265-2016-02955, and 2134265-2016-02957. Evolve ii clinical study it was reported that stent thrombosis occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was unstable angina. Three days later, the index procedure was performed. Target lesion #1 was located in the distal right coronary artery (rca) extending to right posterior atrioventricular (r-pav) branch with 90% stenosis and was 25mm long with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00x28mm study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was located in the mid left anterior descending (lad) artery with 75% stenosis and was 15mm long with a reference vessel diameter of 3.5mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.50x20mm study stent with 0% residual stenosis. 5 days after, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, the patient experienced chest pain while playing football and used myocor, but symptoms failed to improve. The following day, the patient presented to the cardiology department with persistent chest pressure. On further investigation, cardiac enzymes were found to be elevated and the patient was diagnosed with spontaneous myocardial infarction (mi). The patient was admitted to the coronary care unit (ccu) and coronary angiography was performed. The 100% stenosis/stent thrombosis of the study stent placed in the distal rca extending to r-pav was treated with placement of two, 2.25x24mm and 3.0x38mm promus premier¿ drug-eluting stents with 0% residual stenosis and timi 3 flow. In addition, the 75% stenosis in mid rca extending to distal rca was treated with placement of another 3.5x38.0mm promus premier¿ drug-eluting stent with 0% residual stenosis with timi 3 flow. After placement of the promus premier¿ stents in the distal rca, since subsequent examination revealed that stenosis was causing decreased peripheral blood flow, kissing balloon technique (kbt) was performed on r-pda and av, following which a 3.5x38mm promus premier¿ drug-eluting stent was installed. In (B)(6) 2015, intravascular ultrasound (ivus) confirmed presence of thrombi at coronary angiography (cag) sites. Translucent image on cag was observed in mid rca and r-pav. Thrombus aspiration was performed to treat the event. The 25% stenosis in r-pda was treated with percutaneous coronary intervention (pci) with 0% residual stenosis and timi 3 flow. Two days later, the patient was discharged on dual antiplatelet therapy.